Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the home choice set during dwell 1/4. When the patient returned, the homechoice machine was alarming. The home patient then reconnected to the set-up in an attempt to clear the alarm. Therapy was completed by setting up with new supplies. Baxter's technical service center assited the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient.